Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency after a scab over the device fell off exposing the device. It was noted the patient had intermittent trauma to the site over the previous weeks. The patient was admitted to the hospital, and the device was removed due to infection risk. The patient underwent antibiotic treatment and was released from the hospital with no sequela. It was indicated that the patient was implanted for access of cerebrospinal fluid for pk analysis.